Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: b15 and c22 - photo review. Photo review: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed box with product code y922h. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2023 and suture was used. During the procedure, the customer stated that the suture casing is different. There are tabs located all around the suture case and the suture is not releasing. When the customer pulls the suture, it breaks, so they must open all the tabs to release the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty unopened samples that pertain to product code y922h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were tested to verify the dispensability of the sutures and were dispensed from the winding formers without problems. Also, examined along the strands to detect any damage, and no defects were observed during evaluation. The functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.